Event description:
The or have noted several times already partially broken clips when these were removed from the sterile packaging (bench).

Manufacturer narrative:
Qn#(B)(4). The device history review was conducted for three lot number provided. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m2100245 investigation did not show issues related to the complaint. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m2100244 investigation did not show issues related to the complaint. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m2100063 investigation did not show issues related to the complaint. Failure mode "broken parts - clip - info not provided)" could not be confirmed with picture that was submitted, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Failure mode "broken parts - clip - info not provided" could not be confirmed with picture attached. However , it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Event description:
The or have noted several times already partially broken clips when these were removed from the sterile packaging (bench).

Manufacturer narrative:
(B)(4). The device history review was conducted for three lot number provided. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m2100245 investigation did not show issues related to the complaint. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m2100244 investigation did not show issues related to the complaint. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m2100063 investigation did not show issues related to the complaint.